Manufacturer narrative:
Device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4).

Event description:
Same case as MFR # 2134265-2010-00613. It was reported that during a percutaneous coronary intervention procedure that a balloon rupture and removal difficulties occurred. The restenosed lesion was located in a previously placed veriflex otw 4.5mm x 16mm stent located in the ostial of the right coronary artery (rca) which was implanted on (B) (6) 2009 . The physician attempted to pre-dilate the lesion using the 20mm x 4.00mm apex otw balloon catheter. The apex balloon was inflated one time to 16 atms and then inflated one time to 18 atms. The physician noted that it appeared that the apex balloon had ruptured and that there appeared to be a circumferential tear. The physician attempted to remove the apex balloon catheter, however, it was noted that it ¿felt like the apex was hung up on something¿. The distal marker band detached from the catheter, but could be seen inside the guide catheter. The physician was not certain whether the balloon was intact or if a fragment of the balloon material had detached inside the patient. The patient¿s blood flow in the right coronary artery had begun to diminish and the patient started experiencing chest pain. The physician advanced another manufacturer¿s guide wire and made several attempts to cross the lesion. A 1.5mm x 15mm apex was advanced and was used to help ¿steer¿ the wire across the lesion. The physician dilated the lesion using the 1.5mm x 15mm apex balloon. The 1.5mm x 15mm was removed and a 3.0 x 15mm apex balloon was advanced to further dilate the lesion. The physician then placed and successfully deployed a 5.0mm x 20mm veriflex stent in the intended location within the rca. Patient blood flow was re-established. No further patient complications were reported and the patient¿s status was listed as fine.